Manufacturer narrative:
Visual analysis was performed on the returned device. The reported signal calibration failure was unable to be confirmed due to the condition of the returned product. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no indication of a lot specific product quality issue. The investigation determined that the reported difficulties were likely due to circumstances of the procedure. Although the noted damage to the pressurewire of bends/kinks and separations were not reported, it is likely that inadvertent mishandling during preparation cause the wire to kink resulting in damage to the microcables and signal failure. Further manipulation/handling of the pressurewire likely caused the wire to separate outside of the anatomy at the location of the kinks. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during preparation, the pressurewire x, wireless device could not display data. Therefore, the device was not used and was replaced. There was no patient involvement. Returned device analysis found that the proximal male connector area and microcable(s) were separated 6.5 cm distal to the proximal end of the guide wire, and the proximal tube was broken 4.5 cm distal to the separation noted exposing the microcable(s) for a length of 2mm. No additional information was provided.